Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never addressed the patient's pain other than "minor brain distractions". The patient said it hasn't helped and the majority of the patient's pain was right beneath the belt line, but stimulation was an inch or two above the belt line into the ribs. A rep has helped adjust stim with no success. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that following revision in late 2017, the patient was still feeling stimulation primarily in the ribs. The patient reported device was not doing as much as it should. The patient has tried reprogramming the device. Adhesive discs were ordered. No further complications were reported/anticipated.